Manufacturer narrative:
Additional information: the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported depth of ablation changed without an apparent reason. This had to be controlled for several surgeries. A problem was noted with the emission profile, as the energy had to be raised a lot. The sound, color, smoke and smell increased greatly but the ablation depth changed slightly.